Manufacturer narrative:
The account stated the bed is in their bed shop and they replaced the bed exit tape switches and the bed exit power control board and the issue still remains. No further information is available on the repair of the bed at this time. A follow up report will be sent once this information becomes available.

Event description:
The account reported the bed exit alarms immediately at the nurses' station but does not have an audible alarm at the bed. No patient injury reported.